Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user observed pocket dispensing error and required to reboot the station. A technical support specialist (tss) dialed into the station and verified that the station synchronization service had been running for at least five minutes with no activity, and the queue size was at zero. A database backup and full synchronization were performed, followed by a station reboot. An update was sent to the customer via email, there were no further issues reported over the following days, and the case was subsequently closed. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a pocket dispensing error fix required a reboot, but an error occurred during the reboot process. The customer stated there was no delay to the patient's workflow. However, there were no adverse events or injuries reported based on this event.